Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 8 months. (B)(4). The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) level of 1400 u/l that initially began trending down with therapy. On 12/28/2016, it was reported that there was no improvement with treatment. On an unspecified later date, the patient presented to the ER with left sided weakness and a presumed cerebrovascular accident (cva). A head CT scan in the ER showed no acute changes. A repeat CT scan showed an acute right parieto-occipital infarct. On (B)(6) 2016, the patient reportedly elected to have the lvad deactivated and the patient subsequently expired on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file revealed pump power and estimated flow value elevations, low flow hazard alarm events, and pump stoppage events. Based on the manufacturer's complaint history and similarly reported events, elevated lactate dehydrogenase levels coupled with increased pump power and estimated flow values and pump stoppages events could be indicative of potential device thrombosis; however, a specific cause for the captured events and a correlation between the device and the reported stroke and increased lactate dehydrogenase level could not be conclusively determined. Thrombus, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.